Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. There was a possibility of temporary contact failure because dust and dirt attached on the electrical contact of the video connector of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the endoscopic image of the subject device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.